Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Investigation: device was not returned for investigation. Review of manufacturing documents is not possible as the lot number is unknown. Based on information available, root cause can not be determined. Corrective/preventive action is not possible.

Event description:
Country of complaint: germany. During surgery the working end of instrument broke off and fell in situ. The surgeon was able to remove the fragment. Additional information was requested and will be provided in supplemental report when received.